Event description:
It was reported to philips that the system had a bootup issues. The device was outside of clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has started an investigation of this complaint. A philips remote service engineer (rse) inspected the system remotely and confirmed that the system did not boot up after an emergency power test. The rse worked with hospital to perform a system restart, however it was unsuccessful. A philips field service engineer (fse) inspected the system on-site and identified that the issue was due to hospital's power supply. The hospital's emergency power switch remained active after the emergency power test was completed, preventing power supply to the device. As the issue was related to hospital power no action has been taken by the philips fse. External power failures or outages may occur that can cause the allura system to not boot up/start up or shut down. This scenario includes situation in which the main hospital power supply is not functioning or there is localized power failure that is not caused by the allura device. Since the malfunction of an external power source would not be considered a device malfunction of the allura system, this event would not be reportable. The codes were updated based on the investigation outcome.